Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the scope leak test was unable to be performed due to missing kanshi pipe and suction valve; the distal sheath glue was peeling off; the glue around the objective lenses was peeled off; the insertion tube was bucked, discolored, and failed ring gauge; the insertion tube insulation was unable to be performed due to missing kanshi pipe; the control body was missing the kanshi pipe and suction valve; and the video cable was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the suction valve channel port was found to be missing on the cysto-nephro videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the detachment of the forceps cap was due to stress, handling, or other factors. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.